Manufacturer narrative:
Following confirmation of the revision procedure, this event will be further updated.

Event description:
It was reported that the patient with this electrode received inappropriate shock therapy and for this reason was hospitalized for a system evaluation. It was suspected that the integrity of the electrode maybe compromised, as this model and serial is part of a recent advisory notification. The patient has been scheduled for a revision to replaced the lead. No other resulting adverse effects have been reported.